Event description:
Unomedical reference number (B)(4). Event occurred in brazil. It was reported that the patient faced infusion set tubing bent event on 20-apr-2024. No further information avaliable.